Event description:
It was reported that prior a da vinci-assisted surgical procedure, that the sp arm drape on the third arm kept falling out when the customer dropped it. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sp instrument arm drape for failure analysis investigation. The drape was analyzed and was unopened without being used and the customer reported complaint could not be replicated nor confirmed. The instrument arm drape was opened in-house and was placed on the in-house system and passed recognition and engagement without any issues. The drape spin test was performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drives 180-degrees in both directions. The accessory was fully functional. Visual inspection was performed and there was no damage found. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sterile adapter of the drapes had the same issue, so the site returned two used and two unused ones. There was no damage noticed out of the ordinary. The procedure was completed with a backup drape. There was no patient injury.

Event description:
Refer to h11 for follow-up information.